Event description:
The clinician reports the implant was inserted (B)(6) 2003 in fdi 26. On 2019-10-22, loss of osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, bleeding and inflammation. No further patient complications were reported.